Event description:
It was reported that "aiming beam fires straight out of fiber at 155,295 joules" was observed during a prostate procedure. A second fiber was used to complete the case. The outcome was reported as "no injury to patient reported".

Manufacturer narrative:
(B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.